Manufacturer narrative:
Beckman coulter field hotline was contact to assist the customer with their au480 chemistry analyzer, and determined the analyzer's photometer had exceeded its recommended hours. Beckman coulter quality assurance also evaluated the customer's issue and was informed that the creatinine reagent was first opened on 29-july-2019. The on-board/open vial stability for jaffé creatinine osr6x78 is 7 days, as per the instructions for use (IFU) for the reagent. Therefore, the cause of the issue is attributed to use error as the customer had been using a reagent that was past its on-board stability period. The customer was informed of reagent handling practices, and no further issue has been reported. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high creatinine results on their au480 chemistry analyzer. The customer stated thirty (30) patient samples were affected and released from the laboratory. The customer reported a change in patient treatment; however, the customer does not know the details of the treatment and does not know the number of patients had a change in treatment.